Event description:
Diamond blade broke off of handle during phaco procedure. Blade was removed from the patient's eye immediately after in its entirety. No injury or complications to the patient reported.

Manufacturer narrative:
Product was evaluated by accutome repair staff and it was concluded there were no observable manufacturer defects associated with the product. The blade observed was clearly broken and it does not appear that the blade "fell out" of the handle as originally reported. A break in the diamond blade could have been caused by a number of factors including mishandling, sterilization processes, or hitting the blade against other equipment during the procedure. There is no indication that the break was the product of a defect with the item.